Event description:
Pt reported that on the morning of the report they were "jerking/convulsing" and became unresponsive. Pt's relative called 911 -- paramedics determined pt's blood glucose to be 40 mg/dl. Paramedics administered glucagon in the ambulance on the way to the hospital. Pt was fed at hospital, then their blood glucose was checked (result=198 mg/dl).